Event description:
It was reported that the infusion tubing became unscrewed from the connect adaptor, after which the caregiver disconnected the tubing from the infusion site and reattached it to the adaptor. A guided fill-tubing confirmed flow with observed drops, and the tubing was then reconnected to the infusion site. No reported symptoms or changes in blood glucose. Outcomes included continued monitoring without alerts, alarms, or need for medical intervention. Investigation included remote troubleshooting and education to verify supply function and proper reconnection. Investigation of this case revealed an incorrectly attached infusion set connector that was corrected through user guidance, with the device components functioning as intended once reassembled. It was concluded, based on previously established findings for similar reports, that user handling contributed to the connection issue.